Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report from the alterra study, one type I fracture was found at the alterra inflow, rung 1, on the 2-year follow up chest x-ray. This fracture is not visualized at any of the previous timepoints. No significant deformation of the alterra was noted, and no migration of the alterra was noted. There is no transcatheter heart valve fracture.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device remains implanted and was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The 2-year chest x-ray (cxr) report was evaluated, and one (1) fracture was observed on the inflow of alterra prestent. Additionally, the 3-year report indicated that previously identified inflow fracture was unable to visualize due to body habitus. Therefore, no information was obtained from the 3-year follow-up. The fractured prestent was confirmed through the 2-year cxr report provided. An in-depth evaluation related to alterra prestent fracture has been documented in an edwards lifesciences technical summary. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As seen in the provided chest x-ray (cxr) report at 2-year, one (1) fracture was observed on the inflow of alterra prestent. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The imagery review presented in the technical summary also suggested that fractures were most likely to occur where the stent apices aligned with bends in the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Although these factors were identified as potential contributing factors of similar fractures, no relevant imagery was provided for this complaint to confirm. Additionally, the technical summary reviewed the manufacturing documentation and conducted a study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.